Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, the air hose connector was leaking. Subsequently, the procedure was cancelled. There were no patient complications reported following the cancellation of the procedure.